Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of over 600 mg/dl, with high ketones. Customer performed a supply change and gave a manual injection to address the bg level. Reportedly, the customer was not removing air from the cartridge during the load sequence process. Tandem technical support educated customer on the proper load techniques, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer changed the pump supplies and continued using the pump for insulin therapy.